Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute arterial sheath retracted and caused a dissection near the arterial sheath tip. An additional unplanned stent was used to cover the dissection. Additional information indicated that the user had not sutured the eyelets of the arterial sheath, but had placed sutures at the grooves, as an option for additional securement, per directed in the IFU. The procedure was completed successfully, and no further complications were reported.